Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/when I would stretch the area where the implant is hurts.'), heavy menstrual bleeding ('abnormal bleeding (menorrhagia)') and uterine polypectomy ('hysteroscopic resection of endometrial polyp') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included ectopic pregnancy and right upper quadrant pain. Concurrent conditions included uterine bleeding since (B)(6) 2010, urinary frequency, drug allergy, sexual assault victim, vomiting, nausea, acute bronchitis, chronic pancreatitis, anxiety, asthma, unspecified type, with status asthmaticus, fibromyalgia, ocular hypertension, numbness in hand, haemorrhagic ovarian cyst, paratubal cyst and pelvic adhesions. On (B)(6) 2002, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), migraine ("migraines/headaches") and abdominal pain ("abdominal pain"), underwent uterine polypectomy (seriousness criterion medically significant) and was found to have uterine leiomyoma ("reproductive system disorder or condition type of disorder or condition: uterine fibroid") and weight increased ("weight gain / loss (specify which one) weight gain"). The patient was treated with surgery (dilation and curettage., hysterescopic resection of endometrial polyp, d&c and left salpingo-oophorectomy.). Essure (ess205) treatment was not changed. At the time of the report, the pelvic pain, heavy menstrual bleeding, uterine polypectomy, vaginal haemorrhage, uterine leiomyoma, dyspareunia, vaginal discharge, weight increased, fatigue, migraine and abdominal pain outcome was unknown. The reporter considered abdominal pain, dyspareunia, fatigue, heavy menstrual bleeding, migraine, pelvic pain, uterine leiomyoma, uterine polypectomy, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: left tubal segment missing from previous left ectopic pregnancy. Her right fallopian tube appeared to have sin and also by hysteroscopy, the right cornual ostia was unable to be cannulated. On chromotubation there was no fill or spill found on laparoscopy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: distal occlusion of the bilateral tubes, as well as proximal. Tubal disease found by the hysterosalpingogram. 1. Left tubal segment missing from previous left ectopic pregnancy. 2. 2. Her right fallopian tube appeared to have sin and also by hysteroscopy, the right cornual ostia was unable to be cannulated. 3. On chromotubation there was no fill or spill found on laparoscopy. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer.  All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 19-may-2021: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/when I would stretch the area where the implant is hurts.'), heavy menstrual bleeding ('abnormal bleeding (menorrhagia)') and uterine polypectomy ('hysteroscopic resection of endometrial polyp') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included ectopic pregnancy and right upper quadrant pain. Concurrent conditions included uterine bleeding since (B)(6) 2010, urinary frequency, drug allergy, sexual assault victim, vomiting, nausea, acute bronchitis, chronic pancreatitis, anxiety, asthma, unspecified type, with status asthmaticus, fibromyalgia, ocular hypertension, numbness in hand, haemorrhagic ovarian cyst, paratubal cyst and pelvic adhesions. On (B)(6) 2002, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), migraine ("migraines/headaches") and abdominal pain ("abdominal pain"), underwent uterine polypectomy (seriousness criterion medically significant) and was found to have uterine leiomyoma ("reproductive system disorder or condition type of disorder or condition: uterine fibroid") and weight increased ("weight gain / loss (specify which one) weight gain"). The patient was treated with surgery (dilation and curettage., hysterescopic resection of endometrial polyp, d&c and left salpingo-oophorectomy.). Essure (ess205) treatment was not changed. At the time of the report, the pelvic pain, heavy menstrual bleeding, uterine polypectomy, vaginal haemorrhage, uterine leiomyoma, dyspareunia, vaginal discharge, weight increased, fatigue, migraine and abdominal pain outcome was unknown. The reporter considered abdominal pain, dyspareunia, fatigue, heavy menstrual bleeding, migraine, pelvic pain, uterine leiomyoma, uterine polypectomy, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: left tubal segment missing from previous left ectopic pregnancy. Her right fallopian tube appeared to have sin and also by hysteroscopy, the right cornual ostia was unable to be cannulated. On chromotubation there was no fill or spill found on laparoscopy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: distal occlusion of the bilateral tubes, as well as proximal. Tubal disease found by the hysterosalpingogram. 1. Left tubal segment missing from previous left ectopic pregnancy. 2. 2. Her right fallopian tube appeared to have sin and also by hysteroscopy, the right cornual ostia was unable to be cannulated. 3. On chromotubation there was no fill or spill found on laparoscopy.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 28-apr-2021: mr received. Reporter information, patient's race information, medical history and explant date were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (menorrhagia)') and uterine polyp ('hysteroscopic resection of endometrial polyp') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included ectopic pregnancy. Concurrent conditions included uterine bleeding since (B)(6) 2010. In 2002, the patient had essure (ess205) inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), uterine polyp (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pain/when I would stretch the area where the implant is hurts."), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), migraine ("migraines/headaches") and abdominal pain ("abdominal pain") and was found to have uterine leiomyoma ("reproductive system disorder or condition type of disorder or condition: uterine fibroid") and weight increased ("weight gain / loss (specify which one) weight gain"). The patient was treated with surgery (dilation and curettage. And hysteroscopic resection of endometrial polyp, d&c). Essure (ess205) treatment was not changed. At the time of the report, the menorrhagia, uterine polyp, vaginal haemorrhage, uterine leiomyoma, dyspareunia, pelvic pain, vaginal discharge, weight increased, fatigue, migraine and abdominal pain outcome was unknown. The reporter considered abdominal pain, dyspareunia, fatigue, menorrhagia, migraine, pelvic pain, uterine leiomyoma, uterine polyp, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: left tubal segment missing from previous left ectopic pregnancy. Her right fallopian tube appeared to have sin and also by hysteroscopy, the right cornual ostia was unable to be cannulated. On chromotubation there was no fill or spill found on laparoscopy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: distal occlusion of the bilateral tubes, as well as proximal. Tubal disease found by the hysterosalpingogram. Left tubal segment missing from previous left ectopic pregnancy. Her right fallopian tube appeared to have sin and also by hysteroscopy, the right cornual ostia was unable to be cannulated. On chromotubation there was no fill or spill found on laparoscopy.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received - fu 3 and fu 4 process together. Case becomes incident. Previously reported event injury nos was removed. New events hysteroscopic resection of endometrial polyp, abnormal bleeding (vaginal, menorrhagia), reproductive system disorder or condition type of disorder or condition: uterine fibroid, dyspareunia (painful sexual intercourse), pain/when I would stretch the area where the implant is hurts, vaginal discharge, weight gain / loss (specify which one) weight gain, fatigue, migraines/headaches and abdominal pain were added. Essure indication, new reporter and lab data were added. On 12-sep-2019: medical record received - fu 3 and fu 4 process together. New reporter were added. Medical history and lab data were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.